Event description:
Pt intubated. While attempting to use c02 detection on zoll m series unit, it did not give any readings on the display where it should read out. All that was on the display were dashes and no numbers appeared on the display. Other means were used to check the et placement, but the zoll failed to read any c02 readings. The unit was pulled from service and sent to hosp biomedical engineering dept for evaluation. The zoll checked out o.k.--no problem was found. It was noted that the problem encountered could be duplicated by having the plug slightly pulled out. Staff will receive additional education.